Event description:
The customer reported that there was no image on the left monitor during live fluoro. Also, the technique goes to the maxium kvp & ma.

Manufacturer narrative:
The ge svc rep removed and replaced the ccd camera and performed a camera alignment. The system operates as intended.